Event description:
The patient was bilaterally implanted with siltex saline mammary prosthesis on 10/8/97, subsequently the patient experienced an infection of both breasts and inflammation of the right breast. The devices were removed on 10/18/97.